Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: (B)(6) serial#, implanted: on (B)(6) 2008, explanted: on (B)(6) 2011, product type: lead, product ID: 3889-28, lot#: (B)(6) serial#, implanted: on (B)(6) 2011, explanted: on (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 15-apr-2012, UDI#: (B)(4); product ID: 3889-28, serial/lot#: (B)(6), ubd: 27-may-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they have had multiple devices since they were a kid, and a lot of them have had "wear and tear," the patient reported they were a child when they first got implanted, and they were clumsy and would fall a lot. And they did not know if it was enough to damage a lead or something. The patient has had 3 interstim implants, but they have never had an ins battery die. They would have to get the batteries replaced because they would lose the ability to communicate with it/program it. The patient stated they were not sure if this happened because their body was still growing in weight and height. Before they had this last implant, they had the same situation where they were getting no connection to the ins using both their patient programmer and in clinic, and they were told they would need a new one. About 3-4 hours after they left the clinic, they were sitting there, and they got a very sharp electrical shock in their right leg to the point where they had to run to get their patient programmer and were able to connect to the ins and turn therapy off. When they got the last one placed, the provider told them they were not able to get the full lead out "because it was something about being calcified" and that there was a small piece of lead stuck in them somewhere. However, since that time, the patient has had an x -ray and they could not find it.